Manufacturer narrative:
Method: graft was not returned to rti for evaluation, therefore a re-review was performed of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: no deviations were noted during the records re-review for lot# mp134801. The graft underwent a validated sterilization; tutoplast® which includes terminal sterilization by gamma irradiation after packaging. To date, rti has distributed 19 xenografts from the lot without related complaints. Environmental data and records generated during and around the time of processing for lot # mp134801 were acceptable. Conclusion: given that no deviations were noted in records re-review, graft ID (B)(4) was manufactured to specification prior to distribution, and per the surgeon the implant was utilized in a contaminated site (bile fluid), it is more plausible that the patient's outcome and complications were associated with a source or event extrinsic to the xenograft implant.

Event description:
Rti surgical, inc. (Rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti received a complaint on 11/13/2015 reporting that a patient with history of gastric cancer and multiple abdominal surgeries, underwent an abdominal surgery where fortiva porcine dermis was implanted on (B)(6) 2015. The implant was covered with a silicone gauze for vacuum assisted closure (vac) therapy since closing the abdomen was not possible at the time. The fortiva was explanted due to insufficiency of the material. Additional information was received on 11/26/2015 indicating that the patient had a history of gastric cancer and insufficiency of the duodenum with development of colon ischemia. In 2014, construction of an artificial anus was performed. The patient developed insufficiency of anastomosis after retrocession of the artificial anus and underwent a laparotomy on (B)(6) 2015, where the porcine dermis was implanted with enough overlap. Long-term resorbable and monofilament sutures were utilized. The abdomen could not be closed at that time, therefore a vac therapy was used to aid in the healing of the abdominal wound. Per the surgeon, a few days later the implant became liquid, due to the fact that there was bile fluid present in situ. The residual porcine dermis was explanted on (B)(6) 2015. The surgeon plans to implant another fortiva when there is no bile fluid detectable.